Event description:
An analysis was performed on the returned serial cable and a visual analysis of the serial cable verified that the outer insulation of the cable near the db9 connector was damaged. Although the cable insulation was damaged, no functional anomalies associated with the serial cable performance were noted during testing.

Manufacturer narrative:
The outer insulation of the cable near the db9 connector was damaged but no functional anomalies associated with the serial cable were found.

Event description:
It was reported that the serial cable for a hhd was frayed and non functional as a result. Image of the frayed cable was provided. A replacement cable was provided and the frayed cable was received . Analysis is underway but has not been completed.